Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device check-up the implantable pulse generator (ipg) battery voltage indicated end of life (eol) after two (2) months of service. Additionally, the device indicated a power on reset (por) had occurred prior to implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri triggered on (B)(6) 2015 prior to implant. Indication device programmed prior to implant so eri likely due to cold environment. Current battery status of ok with battery voltage of 2.77v. No indication of a power on reset (por) occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.